Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 590 mg/dl and "vomiting, headache, cramping in back, neck, [and] shoulders, [and] loss of hearing and vision"; cause was not clear. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones; amount was not clear. Customer was subsequently admitted to the hospital and treated with intravenous insulin and "endotool". Customer was discharged the following day with the issue resolved and no permanent damage. Reportedly, the customer was using cold insulin within their pump supplies. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy.